Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for removal: capsular contracture, baker IV with "hardened breast, visibly deformed, with palpable implant, and significant pain at baseline and on palpation" and removal due to voluntary recall.

Event description:
Healthcare professional reported bilateral capsular contracture, baker IV with "hardened breast, visibly deformed, with palpable implant, and significant pain at baseline and on palpation". Medication treatment occurred. Device remains implanted. This record is for the right side.